Event description:
It was reported that some time post catheter placement, the catheter allegedly had hernia on central venous catheter at the time of rinsing before the connection of parenteral nutrition. It was further reported that re introduction of a new central venous catheter remains impossible and physician did an intervention to cut the tip of the central venous line at the hernia and had a risk of infection. The patient current status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2021), g2, g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter repair kit was retuned for evaluation. Visual, microscopic and functional evaluations were performed. The investigation is confirmed for the material protrusion, material stretched and the identified burst issue as the rupture observed post functional testing had a c-shape split with edges that appeared jagged on one region of the break and edges that appeared finely granular on other regions. Furthermore, upon infusion ballooning was observed on the catheter. Also rupture was noted under the microscopic evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021), g3, h6(method, device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the catheter allegedly had hernia on central venous catheter at the time of rinsing before the connection of parenteral nutrition. It was further reported that re introduction of a new central venous catheter remains impossible and physician did an intervention to cut the tip of the central venous line at the hernia and had a risk of infection. The patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that some time post catheter placement, the catheter allegedly had hernia on central venous catheter at the time of rinsing before the connection of parenteral nutrition. It was further reported that re introduction of a new central venous catheter remains impossible and physician did an intervention to cut the tip of the central venous line at the hernia and had a risk of infection. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter repair kit attached to a small catheter segment was retuned for evaluation. Visual, microscopic and functional evaluations were performed. The investigation is inconclusive for the reported material protrusion and material stretched issues as only a small segment of the reported device was returned for evaluation, a detailed evaluation cannot be performed on the returned catheter segment. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: d1, d4, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the catheter allegedly had hernia on central venous catheter at the time of rinsing before the connection of parenteral nutrition. It was further reported that re introduction of a new central venous catheter remains impossible and physician did an intervention to cut the tip of the central venous line at the hernia and had a risk of infection. The patient current status was unknown.